Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was heating up during testing at the user facility. No patient involvement was reported.

Event description:
It was reported that the device was heating up during testing at the user facility. No patient involvement was reported.

Manufacturer narrative:
Additional information: d10.